Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized with blood glucose levels greater than 600 mg/dl. The customer stated that the infusion set had come out, and the cannula was bent. The customer did not feel that the insulin pump had anything to do with the hospitalization. The customer also stated that he has pneumonia and congestive heart failure. The customer declined troubleshooting on the insulin pump at the time of the call. Nothing further was reported.